Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Unable to verify button/keypad anomaly and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump b and act buttons has malfunctioned. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported possible reservoir leaks. Customer was unable to confirm where the insulin leak is coming from and there is no visible fluid in the battery, reservoir compartment or under the lcd screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Reservoir is not expected to return for analysis.